Event description:
Patient reports per evaluation via x-rays and oral examination by an orthodontist, the diagnoses found generalized moderate bone loss and periodontal disease. Therefore, recommendation is to discontinue treatment to prevent worsening the periodontal disease and tooth loss.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.